Event description:
Allegedly the shell appears to be loose. Cup was cut out and replaced with strykers cup, liner and dual mobility. Our 28mm long head was used with the dual mobility . Our head came out (46mm).